Event description:
The complainant reported that a patient was on impella cp support. It was reported that following percutaneous coronary intervention, in intensive care unit the patient lost pulse to left leg. The patient was taken back to the cath lab. Angio showed occluded superficial femoral artery and dissected left iliac. Common femoral ballooned and iliac stented to restore flow. The patient remained stable and was weaned successfully.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no product was returned for investigation. Pain: the cause of the clinical symptom was not determined due to insufficient clinical details. Ischemia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Vascular dissection: angio showed occluded sfa and dissected left iliac. The cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history lot: device lot: 1937885. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.